Manufacturer narrative:
E.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "capsular contracture, grade iii". This is for the right side device. The device status is unknown.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.